Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient went to a clinic with high blood glucose (bg) values reaching over 500 mg/dl. For treatment, the patient was given insulin. The patient was nauseous and then left the clinic and went to the emergency room (ER). No further information at hand.

Manufacturer narrative:
The patient reported they found out the issue was not with the pdm, but with the dexcom. The customer reported she has very severe neuropathy in her hands, so the dexcom screen would flicker a lot, and that was affecting the dexcom, which was giving her wrong bg readings. The patient reported this issue with the system was solved on that day.